Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient needs arterial blood pressure monitoring and when the catheter was inserted into the artery, the needle separated and was left in the artery. The physician found it and removed it immediately. No report of a required medical intervention. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the patient needs arterial blood pressure monitoring and when the catheter was inserted into the artery, the needle separated and was left in the artery. The physician found it and removed it immediately. No report of a required medical intervention. The patient's condition is reported as fine.